Event description:
The customer stated that the insulin pump had no audio tones. Troubleshooting was performed and the insulin pump did not beep during the tone test.

Manufacturer narrative:
The insulin pump had no audible tone due to a broken transducer wire. The insulin pump also was unable to prime during the prime test due to a faulty force sensor. Unable to perform further testing due to the prime anomaly.